Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were in the emergency room, admitted into hospital as a result of low blood glucose level. The customer¿s blood glucose level was 46 mg/dl at time of incident. Customer was treated with emergency room. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.